Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise leading to inappropriately stored episodes on the ventricular channel, however no inappropriate therapy was given. During the in office interrogation the field representative was not able to recreate the noise with isometrics, thus the physician opted to continue monitoring the patient. Approximately one month later the patient presented the clinic after receiving a shock. Upon interrogation it was found that the shock was inappropriately administered due to oversensing of noise on the rv channel. It as noted that the patient had presented one week prior for a routine device interrogation and noise was seen. At that time the nurse attempted to program therapy off due to noise but did not actually turn tachycardia therapy off. The physician believes the rv lead is fractured and a device replacement procedure will be scheduled. Therapy was programmed off in the device and the patient was fitted with a life vest until the revision procedure. A revision procedure was performed a couple of weeks later where the entire system was explanted. Another manufacturer's system was implanted. No additional adverse patient effects were reported.